Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found no significant anomaly. There were impact dents on the pump exterior that did not affect post-explant pump performance. Analysis of the catheter found a tear in the seal near the guide ring of the sutureless connector as well as difficulty with the sutureless connector which led to explant.

Event description:
It was reported the patient was admitted for an intrathecal catheter replacement. During the procedure, the doctor went to remove the pump connector from the pump and it would not disconnect. Forceps and other instruments were tried to no avail. The pump had to be replaced. There was no patient injury. The pump was being used to deliver clonidine, ropivacaine, and normal saline.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a dye study was done at an unknown date to check the patency of the catheter and it appeared normal. On 2013 (B)(6) an x-ray showed the catheter was not in the intrathecal space and therefore drug delivery was not optional for desired clinical benefit. This was the reason for the catheter replacement.

Manufacturer narrative:
Product ID: 8780, lot# 0207153433, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
The tear in the seal near the guide ring of the catheter has been updated and is no longer considered a significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.